Event description:
Meter does not power on. Pt took insulin after attempting to use the meter. Batteries have been replaced less than a year ago. Battery contacts are in good condition. Pt contacted md for medical advice. Customer service was unable to resolve the issue and sent pt a new meter.